Manufacturer narrative:
(B)(4). The concerned needle shows a fracture in the area one-third of the distance from the attachment end. During microscopic evaluation of both needle pieces a lot of instrument marks were found at the attachment area, directly at the breaking point and at the needle tip which indicates that the needle was handled there. The appearance of the breakage indicates that the material was overstressed during use, first bent up and then breakage.

Event description:
It was reported that a patient underwent an laparoscopic ovarian cyst removal on (B)(6) 2014 and suture was used. The needle broke in two pieces after the first tissue pass. The surgeon opened the patient to find the broken piece. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.